Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the button to change the waveform displayed is not working and all the waveforms are stuck on pads. There was no pt impact.